Manufacturer narrative:
A boston scientific field representative reported this lead was subsequently explanted and replaced with another model left ventricular lead after exhibiting loss of capture, loss of sensing, and high out-of-range pace impedance measurements following an aortic valve replacement. There were no adverse patient effects reported.

Manufacturer narrative:
The clinical observation of high out of range pacing impedances was confirmed; analysis of the returned lead at our post market quality assurance laboratory confirmed a fracture of the conductor coils at a point 377 millimeters (mm) from the terminal pin. Visual inspection also showed the inner insulation was worn at that same point, and the polyurethane layer was bent at that point and another point 383 mm from the terminal pin. In addition, there was a tear in the insulation from 799-806 mm from the terminal pin, the conductor coils were deformed 395 mm from the terminal pin, and the polyurethane was puckered from 390 ¿ 396 mm from the terminal pin. Dried blood/body fluid was present throughout the entire lead lumen.

Event description:
Boston scientific crm (bsc) received information from a health care provider (hcp) that this left ventricular (lv) lead was associated with a report of a single high out-of-range pace impedance measurement that was accompanied by a lower than normal intrinsic amplitude measurement; all other lead measurements were normal and stable. The hcp and a bsc technical services (ts) consultant discussed the current lead configuration and the other configurations that were available. Ts discussed testing for noise and testing all lv configurations to determine the best combination of measurements and functionality, and the option of ordering an x-ray for a visual review. There were no reports of adverse patient effects, and the lead remains implanted and in service with no changes made to the lead's sensing/pacing configuration.